Manufacturer narrative:
The cause of the erroneous differential test results was an improperly seated ls pre-amp card. The customer properly seated the ls pre-amp card under the direction of beckman coulter support personnel and the issue was resolved. Product labeling was evaluated. The lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.

Event description:
Customer reported erroneous differential results were obtained for two patient samples when using the coulter lh 780 hematology analyzer. Erroneous test results were reported out of the laboratory. Quality control was out-of-range low for differential and reticulocyte just after the event. The customer was instructed by beckman coulter support personnel to reseat the ls pre-amp card and verify instrument operation. Quality control was repeated and was within specifications. The customer reran patient samples tested prior to the correction, and identified the two patient samples with erroneous differentials. The samples were retested, with correct test results obtained. Amended reports were issued by the customer. There were no reports of death, serious injury, or affect to patient treatment associated with this event.